Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The rv lead dislodged, the patient is large and it is possible that the patient pulled slack out of lead. The patient experienced a little dizziness prior to repositioning. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.